Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary customer returned (38) syringe 0.3ml 31ga 6mm loose from unknown lot#, 3 unopened (30) syringe 0.3ml 31ga 6mm polybags from lot# 2206019 and (4) empty opened polybags from lot# 2206019. It was reported by the consumer that all syringes had a tiny drop of liquid in them. The (30) return samples from unknown lot# were tested and small clear droplet of material came out of the cannula only from one syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. See attached spectra. The (30) return samples from the unopened poly bag from lot# 2206019 were tested and no fluid was coming of the cannula. Based on the sample received, embecta was not able to confirm the customer indicated issue for lot# 2206019. Root cause is not determined as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported that 68 of the relion insulin syringes 3/10ml 31 gauge, 6mm experienced tiny drops of liquid in them. The following information was provided by the initial reporter: patient found all syringe with a tiny drop of liquid in them.

Event description:
It was reported that 68 of the relion insulin syringes 3/10ml 31 gauge, 6mm experienced tiny drops of liquid in them. The following information was provided by the initial reporter: patient found all syringe with a tiny drop of liquid in them.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. You would add the known lot number in the complaint and then add there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #:  unknown. Medical device expiration date: unknown. Device manufacture date: unknown.